Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that prior to implanting the lead, it was noticed that the helix did not extend smoothly. Physician elected to replace with another lead with no issues. Patient's condition was stable.